Event description:
It was reported that the patent never woke up after the index procedure and five days post procedure, cerebral death was declared. No further information was provided.

Manufacturer narrative:
The device remained implanted.

Event description:
It was reported that the patent never woke up after the index procedure and five days post procedure, cerebral death was declared. No further information was provided.

Manufacturer narrative:
The device remained implanted and was not available for analysis. From the information provided there was no indication that the device was not used as in accordance with the labeling or that this caused or contributed to the reported event. Death and complications are known and anticipated complications to these types of procedures and are noted in the labeling. Therefore, it was determined that the reported event was an anticipated patient complication.

Event description:
It was reported that the patent never woke up after the index procedure and five days post procedure, cerebral death was declared. No further information was provided.